Manufacturer narrative:
Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU) is currently available. The IFU lists adverse events, including cardiac arrhythmia, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also lists arrhythmia as a potential late postimplant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had persistent supraventricular arrhythmia requiring drug treatment and cardioversion. Atrial fibrillation (af) waveform changed after left ventricular assist device (lvad) implantation; nonsustained ventricular tachycardia (nsvt) occurred every time during exercise stress test. Nsvt appeared from (B)(6) 2016, implantable cardioverter defibrillator (ICD) jacket was worn from (B)(6)2016, amiodarone was introduced and artist and renivace were increased to try to control heart failure. Since then, the left bundle branch block has progressed and the qrs duration had been extended, so a cardiac resynchronization therapy with a defibrillator crtd implantation was performed on (B)(6)2019. After crtd implantation, ventricular arrhythmias accounted for 11% of the total heart rate. Arrhythmias resolved and patient had regular electrocardiograms, device checks, etc. Activities of daily living (adl) expansion and exercise tolerance did not improve. No other symptoms were observed.

Manufacturer narrative:
A4 - patient weight was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.